Manufacturer narrative:
Additional info received on 02/03/10 changed this event from non-reportable to reportable.

Event description:
On (B) (6) 2007, a (B) (6) female pt was implanted with a gore propaten vascular graft in an a-v access procedure from the left brachial artery to the median cubital vein. On (B) (6) 2008, the pt presented with arterial steal, an ischemic left hand ulcer and an occluded artery. A ligation of the graft was performed.